Manufacturer narrative:
The investigational analysis completed 5/27/2019. The device was visually inspected and red/brown material was observed inside the pebax. Electrical testing was performed on the catheter and it was found to be within specifications. However, the thermocouple values were found out of specifications. Failure analysis was performed. It was found that there was electrical intermittence on the tip area, creating the temperature issue. Scanning electron microscope (sem) testing was performed on the pebax are. The results showed evidence of mechanical damage and two holes on the surface of pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. The temperature issue does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found two holes on the surface of pebax. Initially, it was reported that during an ablation procedure no temperature was displayed. Catheter replacement resolved the issue. No adverse patient consequences were reported. The no temperature issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation on 4/3/2019. Upon initial inspection, reddish brown material inside the pebax was observed. The observed reddish brown material has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on 5/8/2019, the bwi pal found evidence of mechanical damage and two holes on the pebax surface. The observed holes have been assessed as MDR reportable as the device integrity was compromised. The awareness date was reset to 5/8/2019.